Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 385 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer addressed impacted bg level with an insulin pen. Customer stated infusion set would be changed to resolve issue "just in case" there was anything wrong with the infusion set the customer had on at the time of the report.